Event description:
The medwatch stated that: the pt underwent stab phlebectomies of recurrent varicosities of left saphenous vein in ambulatory surgery. Grounding pad (a 3m, non-covidien product) applied to left thigh and attached to electrocautery machine. Skin intact postoperatively. In pacu, pt complained of burning of the thigh. Discharged with leg in circumferential bandage. Blister noted 48 hours later when pt removed bandage. Burn area matched size and contour of grounding pad. Burn progressed to full thickness thermal injury necessitating skin graft. Information from risk management noted that the procedure involved removal of varicose veins. The generator was on (standby), but not activated during the procedure.

Manufacturer narrative:
To date, the generator has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.